Event description:
Customer states poor image quality. No pt injury was reported.

Manufacturer narrative:
The service rep was able to duplicate the malfunction. The issue was isolated to a damaged lemo and interconnect cable assy. Systems lemo and interconnect cable assy's removed and replaced. System now operates as intended.